Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was stable.